Manufacturer narrative:
Based on the info provided, it cannot be determined if the alleged sequestrum is related to v.a.c. Therapy. There is no alleged product malfunction. Since the unit's serial number was not provided, kci cannot conduct a device eval of the unit.

Event description:
The following info was reported to kci by the kci (B)(6) rep: according to the case report provided, on (B)(6) 2011, a debridement was performed on the pt's left foot ulcer, and v.a.c. Therapy was initiated. On (B)(6) 2011, surgical removal of sequestrum was performed, and v.a.c. Therapy was discontinued. On (B)(6) 2012, the wound was closed via a skin graft, and the pt's condition improved.